Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply plugs and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system went down during a procedure. There is no report of pt injury associated with this event.